Manufacturer narrative:
Initial and final MDR (B)(4)- device 5 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced 5 infusion set fell off events on (B)(6) 2024, (B)(6) 2024,(B)(6) 2024, (B)(6) 2024 and (B)(6) 2024. The infusion set was in use for few hours. No further information available.